Event description:
It was reported that the small battery drive device was not working. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a grinding noise while in oscillation mode and the cannulation gauge did not pass thru smoothly. It was further observed that the electric motor was worn and the holding tube was damaged. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reported event occurred during testing. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.